Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Letter from express solicitors ref (B)(4). On (B)(6) 2009- total right hip replacement. (B)(6) 2010 - patient complained to gp of increased pain in right leg anf hip. X-ray and blood tests were normal. On (B)(6) 2011 - aspiration of right hip. Aspirate was normal. Patient continued to experience pain and discomfort. Also suffered redness and swelling in right lower limb. (B)(6) 2011 - blood tests confirmed raised cobalt and chromium. (B)(6) 2011 - gp noted symptoms were disabling and patient was keen for revision. (B)(6) 2011 - revision. Now making steady progress but still suffers from pain. Solicitor requesting the following documents be made available for each of the products pinnacle, apex, corail, articuleze; product specifications, design documents, safety and safety testing of the products. Documents relating to investigations of reports of increased blood ions. Doi: (B)(6) 2009; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: a review of complaint databases did not identify any anomalies. A review manufacturing records was not required per (B)(4). The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.